Event description:
It was reported that a physician could not establish communication with a pt's generator. The physician would obtain an error message stating "retry" while attempting to establish communication with the device. The physician is able to interrogate other pts' devices without issue. A battery life calculation was performed using the pt's current settings and info available in the in-house database current up to 2006, and it was found that the pt's device is not at end of service. The pt has been referred to a surgeon for possible generator revision surgery as the physician believes the device is at end of service. Good faith attempts to obtain additional info have been unsuccessful to date.